Manufacturer narrative:
(B)(4). The customer reported the device displayed an error code and would not become operational. There was no pt involvement. The local philips rep confirmed the inoperable condition and resolved the condition by replacing the power and therapy pcas. The device then passed all testing and was returned to service. Because multiple parts were replaced, the specific cause cannot be determined.

Event description:
The customer reported the device displayed an error code and would not become operational. There was no pt involvement.